Event description:
It was reported that during routine follow-up and upon interrogation, the implantable cardiac monitor exhibited a diagnostics anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).